Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt status unk" (no known impact or consequence to pt). Product problem(s): "frozen touchscreen" (no display or display failure). A customer reports, the touchscreen was unresponsive. The footswitch was used to navigate through settings. Additional info was requested but none has been received to date.